Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the surgeon, the silastic, non-implantable device template was found implanted in the patient. The template was successfully removed (date not reported) with no disruption of the implanted device. There have been no further reported complications with this patient.